Manufacturer narrative:
Conclusion not yet available, evaluation in progress.

Event description:
The physician noticed the ra (right atrial) lead insulation damage when he was performing the revision of the device, due to battery depletion. The lead was capped/abandoned and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
The device history records for this lead model goes beyond oscor's record retention period and could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. The permanent pacing lead final inspection procedure states: all finished leads will be inspected 100 percent unless otherwise specified. It indicates in the section titled electrical function: electrical resistance is checked with a multimeter. Record ohms readings on work order. It also states: general visual inspection applies to all leads. Verify proper application of adhesive with a minimum of air bubbles. Verify that the lead is free of adhesive residue. Check outer hull to inner hull laser weld. Verify presence of 4 welds placed approximately 90° apart. (More than one hit is accepted in the same place.) Weld should be smooth and shiny. Verify that there is no hole in laser weld impression. Ensure that the silicone on connector hull is not damaged from weld impression or buffing. The coil should not have kinks or sharp bends and should be evenly wound. A coil is not acceptable when it has been over-stretched more than 2-filar widths. The connector sleeve and o-rings should have no nicks, cuts, excessive flash or excessive adhesive residues on its surface. There should be a minimum of air bubbles in glued areas. Verify correct placement of ligature sleeve on lead body. The short tapered end of ligature sleeve is towards the proximal end. The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches. Verify proper application of adhesive all around distal tip area. Visually verify that the tip is not detached from tubing. Also included is tubing inspection and criteria: all tubing will be inspected according to procedure "criteria/inspection of polyurethane and silicone tubing" ; using 10x microscope, visually inspect for gels, bubbles, fm, cuts, scratches, etc. The py instructions for use (IFU) informs the user of possible complications including with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. It is recommended to cap the proximal portion off to prevent exposed conductor parts in the vein whenever the lead will be left in the heart. Also the IFU informs of the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The lead was in use for treatment for over 26 years prior to being capped and abandoned. As the lead was capped, it was not returned for analysis. As a result, the allegations against this lead for insulation damage cannot be confirmed and a root cause could not be determined. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.